Manufacturer narrative:
Results evaluations codes (other): a review of the instructions for use reveals a warning that states that only particular medical style endotracheal tubes (it lists the catalog numbers) are intended to be used with this holder. It is likely that the cause of this event was due to an incorrect style endotracheal tube being used with the holder. The hospital has been informed of the details contained in the instructions for use.